Manufacturer narrative:
Should the serial number of this lead be provided, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection 3 days after implantation. Subsequently, the entire system was explanted and replaced with a competitor's system. No additional adverse patient effects were reported. According to regulations, this ra lead will not be returned. A good faith effort has been submitted to the field to obtain the serial number for this lead.